Event description:
Customer reported the unit will not power on. The batteries have been replaced with a new supply. There is no physical damage to the alarm. The customer did not provide a date when this was discovered. There was no patient incident or injury reported.

Manufacturer narrative:
Results - the returned product did not confirm the reported issue that there is no power. Eval revealed the unit powers up and there is no intermittency. However, the nurse call receptacle moves and is not secure. Additionally there is something loose rattling inside the case. When tested with a nurse call cable and test fixture the nurse call did not pass functional tests. Note: instructions for use statement: when using a nurse call cable, ensure the nurse call cable is plugged in to both the alarm and the wall jack before leaving the patient unattended. Verify that an alert is received at the nursing station if the cable is unplugged from the wall jack. Note: there will be no alert at the nursing station or at the bedside if the nurse call cable is unplugged from the alarm. (B)(4).